Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited loss of capture (loc), decreased impedances, low r and p waves and was thought to have dislodged. The patient complained of fluid retention and noted to have had a syncopal event. An chest x-ray was taken and it showed the lead was still in the correct location. Boston scientific technical services (ts) gave several troubleshooting techniques. The lead was ultimately revised and it was found to have been in suboptimal tissue in the patient. While revising the rv lead the right atrial (ra) lead dislodged, so both leads were re-implanted in the patient with acceptable measurements obtained. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.